Event description:
Difficulty advancing the device through the vasculature, upon withdrawal the stent was flared. The report received indicated that during a coronary procedure, the target lesion was successfully pre-dilated then while delivering the 3.5x18mm cypher stent delivery system, the physician encountered difficulties due to the vessel calcification and was not able to implant the cypher. Therefore, the physician retrieved the cypher from the patient and found the stent struts flared (portion unknown). Consequently, the physician stopped using the cypher and a different cypher (size unknown) was implanted. The procedure was successfully finished. There was no patient injury reported. Further information indicated the intended procedure included treatment of the proximal and mid right coronary artery (rca). The vessel was moderately calcified and moderately tortuous, presenting 90% stenosis. There were no anomalies noted in the device prior to patient insertion.

Manufacturer narrative:
The product is not available for evaluation, as it was discarded by the facility. This device is distributed outside the untied states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.